Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after being unable to complete a supply change for a 23-inch, 6 mm infusion set earlier in the day, after which an agent guided the user through the inset change and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and resolution after successful supply change with resumed insulin delivery. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device alerts and no confirmed device malfunction, with the event linked to a delayed infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.